Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of a breach in aseptic technique and peritonitis with unknown culture results in a female patient (born in 1952) coincident with dianeal therapy. During a call with baxter home care services, the home patient reported the following: on an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. On an unknown date, a peritoneal effluent culture was performed and the culture results are unknown. The hp was hospitalized for from (B)(6) 2012. According to the home patient the hospitalization was for peritonitis, however the registered nurse stated that the home patient was never diagnosed with peritonitis. The registered nurse reported that the home patient was hospitalized from (B)(6) 2012 for an exit site infection and shortness of breath. The home patient brought herself to the emergency room for shortness of breath and abdominal pain and was treated in the hospital for three days with an unknown antibiotic. The home patient did not receive any additional treatment after being released from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Additional information: this condition of use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique. However, the assignable root cause could not be determined. A labeling review was completed and determined that the instructions provide sufficient level of detail for this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.